Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint, and completed the device evaluation. Failure analysis confirmed the reported complaint of a broken cable. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.020¿ - 0.132" in length, and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of the instrument log for the cadiere forceps (part#: 470049-07/lot#: n10190917 0109) associated with this event was performed. Per logs, the instrument was last used on, (B)(6) 2020, on system sl0169. The instrument has 10 maximum allotted uses. On last use it was on its 6th of 10 lives. Aa review of the site's complaint history found no other complaints for this instrument. No image, or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because the instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted colectomy, and cystectomy procedure, the cadiere forceps was found to have a broken cable. A similar instrument was used to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to contact the reporter to obtain additional information. However, as of the date of this report, no more information has been provided.